Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that upon removal from the joint, it was noticed that the provisional had fractured.

Manufacturer narrative:
This device is used for treatment. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tibial articular surface provisional tasp construct for all persona users on file at the time of the field notice. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. The likely condition of the part when it left zimmer biomet control is considered conforming based on the manufacturing review.if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.